Event description:
Treatment of an avm. It was reported that the catheter broke off during onyx injection with approximately 45cm of the distal segment stayed in the patient. The broken segment was successfully retrieved.no patient injury reported.same event as MDR# 2029214-2011-00081

Manufacturer narrative:
The catheter was returned in two segments. Evaluation confirmed that the catheter was broken due to excessive tensile forces applied during use.(B)(4)